Manufacturer narrative:
(B)(4). The clip is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one leaflet and remained attached to the other leaflet, resulting in leaflet tear and mitral valve replacement surgery. It was reported that the mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4 with a mean pressure gradient of 1 mmhg. One clip was implanted reducing the mr to 1. Post procedure, the mean pressure gradient was 4 mmhg, satisfactory. On (B)(6) 2016, follow up echocardiogram was performed, which found that the clip was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. There was a tear in the posterior mitral leaflet. The patient underwent surgical mitral valve replacement on (B)(6) 2016 and is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment/slda in this incident could not be determined. The reported patient effect of tissue damage, however, was likely due to the slda and the reported mitral regurgitation a result of the tissue damage. The surgical procedure and hospitalization were a result of case-specific circumstances as the patient underwent a mitral valve replacement surgery. There is no indication of a product quality issue with respect to manufacture, design or labeling.